Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. MDR regulatory awareness date - correction for initial supplemental MDR submission - correct date should be 7/13/2025 due to incorrect entry for previous submission. G3 date received by mfg - correction for initial supplemental MDR submission - correct date should be 7/13/2025 due to incorrect entry for previous submission.

Event description:
Subsequent to the initial supplemental MDR, a correction is required.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction MDR regulatory awareness date - correction for initial MDR submission - correct date should be (B)(6) 2025 due to incorrect entry for previous submission. G3 date received by mfg - correction for initial MDR submission - correct date should be (B)(6) 2025 due to incorrect entry for previous submission.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.